Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of over 600 mg/dl. The customer's blood glucose was 311 mg/dl at the time of incident and current blood glucose was 367 mg/dl. The customer was passed out. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer had using insulin pump system within 48 hours of reported high blood glucose event.. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.